Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper cocked with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube experienced stopper creep out/loose closure prior to use. The following information was provided by the initial reporter: misplaced cap rubber.